Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient was using a tandem t: slim x2 pump at the time of the event. A transfer call was received from tandem regarding an inaccuracy allegation. During the call, a nurse took over the call and provided details regarding the patient¿s hospitalization history. When asked about the patient¿s multiple hospitalizations for diabetic ketoacidosis (dka), the reporter stated that they reviewed the patient¿s records, which reflected several inpatient admissions. The reporter was unsure how long the patient had been using dexcom but noted that the patient had experienced multiple dka hospitalizations while using the same insulin pump over the past few months. When asked whether these hospitalizations were related to dexcom use, the reporter indicated uncertainty and assumed relevance due to the patient being in dka while using an insulin pump. This case was opened to capture the event that occurred on (B)(6) 2025. All dates referenced represent inpatient hospitalizations documented in the patient¿s discharge summary. On (B)(6) 2025, the patient was hospitalized for dka and transported to the hospital by ambulance; the reporter believed that 911 had been called. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the arm. On 02/08/2026, it was reported that the patient was using a tandem t:slim x2 pump at the time of the event. A transfer call was received from tandem regarding an inaccuracy allegation. During the call, a nurse took over the call and provided details regarding the patient¿s hospitalization history. When asked about the patient¿s multiple hospitalizations for diabetic ketoacidosis (dka), the reporter stated that they reviewed the patient¿s records, which reflected several inpatient admissions. The reporter was unsure how long the patient had been using dexcom but noted that the patient had experienced multiple dka hospitalizations while using the same insulin pump over the past few months. When asked whether these hospitalizations were related to dexcom use, the reporter indicated uncertainty and assumed relevance due to the patient being in dka while using an insulin pump. This case was opened to capture the event that occurred on 02/08/2025. All dates referenced represent inpatient hospitalizations documented in the patient¿s discharge summary. On (B)(6) 2025, the patient was hospitalized for dka and transported to the hospital by ambulance; the reporter believed that 911 had been called. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.